Manufacturer narrative:
This device is not available for sale in us but a similar product with catalog# 75447545 and 510k# k042025 is approved for sale in us. (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we cannot determine the definitive cause of event.

Event description:
It was reported that patient with spinal canal stenosis underwent posterior lumbar inter-body fusion at l5-s1. On an unknown date, post-op,spinal stenosis occurred due to screw at s1 got loosened. Therefore, a revision surgery was performed on (B)(6) 2016 to replace the screw. The screw had loosened due to patient's poor bone quality. It has been reported that there was no health damage to the patient as a result of this revision surgery. It is unknown whether the patient had achieved solid fusion before the revision surgery or not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.